Event description:
It was reported that a pump declared an altitude alarm 21, and the customer's insulin delivery was suspended due to this alarm. The customer declined to provide their blood glucose level at the time of the event, and no value was reported. Initially, attempts to resolve the issue by cleaning the speaker holes and reconnecting the cartridge were unsuccessful, as the insulin could not be resumed. After loading a new cartridge, the alarm recurred within five minutes. Technical support decided to replace the pump and cartridge and ensured the customer would use multiple daily injections as a backup therapy. The customer was instructed on how to put the pump into storage mode and to return it using a pre-paid label within ten days.